Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to t-wave over-sensing (twos) while running. There was also evidence of myopotential noise. The patient was seen in-clinic, where a manual set-up was performed to reactivate the patient's smartpass feature, which had been disabled automatically due to the patient's decreased r-wave amplitude measurements. Boston scientific technical services (ts) was also contacted and confirmed that the inappropriate shock was delivered due to twos. Troubleshooting options were provided to assess the reproducibility of the artifacts, as well as potential reprogramming options. The device was then programmed to the secondary sensing vector with 2x gain. Postural and exercise testing were subsequently performed, which showed the smartpass feature working appropriately and there was no evidence of twos with the new programmed setting at higher heart rates. Finally, the physician also extended the smartcharge feature and is continuing with remote monitoring. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.